Manufacturer narrative:
The received sample was not returned with the original packaging. The sample device was examined showing that the tubing had signs of damage and discoloration. During cleaning and decontamination, a slight build-up/ discoloration from the outer tubing was tried to be remove by scrubbing the tubing with lint free towel using tergazyme and soaked in metricide solution. The tube was also flushed through the y connector (proximal end). Resistance was not felt while flushing, no build-up substances were flushed out of the tube after couple attempts. The other part of the tube (towards the distal end) was also tried to flush through, and resistance was not felt as well. All portions of the yellow tubing were able to be flushed through. There was a split/tear identified approximately at the 62cm marking and a kinked mark which identified approximately 54cm marking. The black discoloration was visible approximately 6 inches from the bolus tip (distal end) of the tube. At the 62cm (underneath) and 54cm marked locations, the tubing appeared to have jagged opening/ tearing effect and kinked mark. Root cause could not be determined. All information reasonably known as of 25-jul-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported, nasogastric (ng) tube kinked/coiled in the back of the patient's "oropharynx and when the nurse went to pull back, a tear was discovered in the fold of the ng where the kink/coil was located. The tube was removed from use." There was no reported injury.

Manufacturer narrative:
The actual complaint product was returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 16-feb-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.